Event description:
After positioning the stent in the right place, the surgeon began to deploy the viabahn. After deploying half the stent, the surgeon couldn't deploy the rest of it. The surgeon tried to pull back the device (half opened viabahn) into the introducer sheath. The device was pulled back until it stopped at the sheath. At this point he was able to deploy the whole stent. The deployment was possible by pulling the catheter on which the device was mounted. The intended location of placement of the stent was the popliteal region; the graft deployed in the proximal sfa close to the sheath. The intervention was successfully completed using a stiff guidewire, which the physician did not want to initially place in the crural artery. The vessel was kinked. The pt is doing well.

Manufacturer narrative:
The review of the manufacturing records for the device verified that the lot met all pre-release specifications. The images provided did not allow for an evaluation of the event.